Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter could not be fully deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One xray images was provided and reviewed. The image provide displays a denali filter that has been released from the delivery system. It appears to be in the inferior vena cava. The hooks/legs have not expanded to meet the vena cava walls. The filter appears to be in the correct configuration. Therefore, the investigation is confirmed for the reported expansion failure as the hooks/legs have not expanded to meet the vena cava walls. A definitive root cause for the reported expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter could not be fully deployed. The procedure was completed using another device. There was no reported patient injury.